Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed has a arctic sun device that was not cooling, chiller temperature (t4) dropped but the mixing pump was not moving anything over. Device has 4752 system hours, mis recommended the 2000 preventive maintenance, biomed would order the parts and do it themselves. Per biomed via phone on (B)(6) 2022, it was unknown if there was patient involvement. Biomed just did some troubleshooting and device had no further issues. Biomed did not have to fix the device and was back in use.

Event description:
It was reported that the biomed has a arctic sun device that was not cooling, chiller temperature (t4) dropped but the mixing pump was not moving anything over. Device has 4752 system hours, mis recommended the 2000 preventive maintenance, biomed would order the parts and do it themselves. Per biomed via phone on 19dec2022, it was unknown if there was patient involvement. Biomed just did some troubleshooting and device had no further issues. Biomed did not have to fix the device and was back in use.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a mixing pump component failure. It is known that the device did not meet specifications and that the device was influenced by the reported failure. It is unknown if the device was in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.